Event description:
Pt was treated in 2005. The pt developed three blisters during the three pulses of the treatment. Follow-up: the blister resolved around february timeframe leaving some indented areas with discoloration. Several ipl treatments were performed to correct the indentations and steroid cream used over the hypo pigmented areas.